Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: aortic rupture, dissection, perforation, or rupture of the aortic vessel & surrounding vasculature. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2023, the patient underwent emergent endovascular treatment of the anastomosis rupture of the distal side of a graft after an emergent endovascular treatment of an anastomosis bleeding from distal side of unknown graft replacement of a descending aorta using a stent graft. 45 mm gore® tag® conformable thoracic stent graft with active control system (ctagac) devices were implanted to extend distally. The patient tolerated the procedure. On (B)(6) 2024, the patient presented with hematemesis. A distal stent graft-induced new entry (dsine) was observed and the dsine was ruptured. An emergent reintervention was performed. Additional stent grafts were implanted. The patient tolerated the procedure. The physician stated that the dsine and the rupture were unavoidable because last time the 45 mm ctagac should be implanted to match the diameter of the blood vessel. A candy plug might be considered if there is an expansion again due to blood flow from the false lumen.